Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. X-ray imaging was performed and confirmed lead insulation damage. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (only the distal portion) was returned in one piece. Visual examination found external abrasion breaching the outer insulation proximal to suture tie impression. The reported events of noise resulting in oversensing and lead insulation damage were confirmed. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.